Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The reported event could not be confirmed, based on available medical record and health care professionals. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed: after reviewing hcp opinion and surgeon¿s feedback we can conclude that the tibia shows some radiolucence and smaller cysts adjacent to the implant at the anterior aspect. This could be interpreted as loosening while no sign of migration. The pe is not visible directly, but there is no clear indirect sign of loosening or migration. The talar component show some radiolucence and cysts which likely can be loose, but migration cannot be confirmed. Based on investigation, the root cause was attributed to a patient related issue. The failure is detected by the radiolucence and cysts around the tibial and talar components. If the device is returned or any further information is provided, the investigation report will be reassessed. H3 other text : device remains implanted in patient